Event description:
It was reported the patient's blood glucose level rose to 24.9 mmol/l (448.2 mg/dl) while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found to be flattened with a ¿white blob¿ which the reporter stated, ¿appeared to be dead skin¿. In addition, it was found that the pod had been leaking, with the pod¿s adhesive appearing yellowish, wet and stained with blood on the bottom half. The reporter stated that the cannula appeared to be inserted correctly in the infusion site. As treatment, a new pod was applied in a different location, and correction bolus was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.